Event description:
The following was reported to davol: it was reported that during a robotic lysis of adhesions and mesh placement procedure using a ventralight st w/ echo device, one of the connectors detached during the removal process and became stuck in the tissue. The connector was removed using graspers, without harm to the patient.

Manufacturer narrative:
At this time no conclusions can be made. The mesh was successfully implanted and remains in the patient. Multiple attempts have been made to obtain the positioning system for evaluation. However, at this time we have not received the sample. If/when the sample is returned and the evaluation have been completed a supplemental MDR will be sent.